Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely and a battery depletion code was recorded. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended replacement. Ts consider disabling beeper since elective replacement indicator (eri) is possible. Additional information received indicates that the ICD was explanted and a new device with a different model was successfully implanted. No additional adverse patient effects were reported.